Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was one additional related complaints against this lot. Appropriate documentation was reviewed. Based on the available information, the packaging malfunction could not be verified and the reported event was non-verifiable as the received condition of the product is unknown and the complaint cannot be verified.a root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI . G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/ unknown, reporter's email not provided/ unknown. Additional 510k number: k013227. Device not returned.

Event description:
It was reported that during a surgery, it was discovered that the implant was missing from the vial. Another implant was used to complete the procedure.